Event description:
It was reported that the printed circuit board was contaminated with water. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the pneumatic back-plane printed circuit board (pcb) was contaminated with water and in need of replacement. Replacement of the pneumatic back-plane solved the issue. No log files have been provided. Liquid/corrosion on pcbs can cause short circuit which might affect the ventilator¿s characteristics and performance. The pneumatic back-plane is an interconnecting board including connectors for the gas modules as well as cable connectors for the safety valve and the o2 sensor/cell. The replaced parts has not been returned. According to the received information, the cause of the issue has been determined and was related to defective pneumatic back-plane pcb due to liquid spill. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was.

Event description:
Manufacturer ref#: (B)(4).